Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced low heart rate and was then transported to the hospital. Moreover, this patient underwent an open-heart surgery late last year and the physician may have damaged the device. As of this time, this device remains in service. No adverse patient effects were reported.